Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, during thoraco/wedge/segmental resection, when the doctor had the needle through the loop and tied it up, the loop broke. The procedure was completed with another device. Patient had no injury.